Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery charger light is not coming on when plugged in.

Event description:
It was reported that while in stand by the cardiosave intra-aortic balloon pump (iabp) battery charger light is not coming on when plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. Corrected fields: d5,e2,e3,g2. It was reported that the cardiosave intra-aortic balloon pump (iabp) battery charger light was not coming on when plugged in. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and found that batteries were bad. Fse replaced batteries (d146-00-0097) to fix the issue. The fse completed pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. Fat determined that the batteries pose a risk to the test fixture and further investigation is not possible. Fat was unable to verify the reported failure. Retaining the batteries in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.